Manufacturer narrative:
A good faith effort attempt was made to obtain additional information but was unsuccessful to date.

Manufacturer narrative:
Reporter information: (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the department complains that several function tests result in a failure at the energy selector (wrong therapy knob) when selecting 170j. A failure that we were unable to reproduce with the customer except when we intentionally selected a different value. Related patient involvement information is currently unknown, and request has been sent out for such information. However, there is no adverse event.